Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement and retraction, the guide wire encountered resistance with the moderately tortuous, moderately calcified anatomical conditions likely resulting in the failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending artery. After deployment of a non-abbott stent a .014 hi-torque versaturn guide wire was attempted to cross; however, failed due to resistance with anatomy. Additionally, resistance was met with anatomy during removal of the guide wire. The procedure was completed with a non-abbott guide wire followed by ballooning. There was no adverse patient effects and no clinically significant delay. No additional information was provided.